Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer has just received the pump and the wake button does not work. The device turns on when plugged into a power source. There was no impact to customers' blood glucose level. Customer had not connected to the pump yet for insulin therapy.